Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to go beyond setting the time. The insulin pump was not dispensing insulin. Her blood glucose level was 550 mg/dl and she brought it down to 443 mg/dl with a manual injection. The customer had to change the battery every day. The insulin pump was making a soft sound and showing low battery alarm. The device was not returned.